Event description:
The customer reported that airway adapters of a m1923a filter line h set, used with a m3015a measurement server extension, built up fluid/became wet and did not provide accurate measurement results.

Manufacturer narrative:
The clinicians were ventilating an infant. The customer reported that airway adapters of a m1923a filter line h set, used with a m3015a measurement server extension, but up fluid/became wet and did not provide accurate measurement results. As a consequence, the customer would have to change filter line/airway, adapter, however, were reportedly not able to remove the adapter, as it got stuck. Per the customers report, they were unable to remove/separate the airway adapter from the endotracheal tube on an intubated neonate, without replacing the entire ventilator circuit. There was no add'l adverse pt event or serious injury or additional emergent care was reported being caused by these difficulties. The humidity buildup is considered as due to the settings and adjustments to the humidity of the ventilated air (using a heated coil) and is external to the use of the philips module for monitoring co2. The disposable filterline was not provided for further investigation. Add'l consultation on-site with the philips clinical specialist did not indicate any malfunction or design problem with the philips equipment or the filterline. The stuck connector is being considered as due to differing hand strength of the different clinicians. No further investigation or action is warranted.